Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the papilla during a variceal hemostasis procedure performed on (B)(6) 2022. During the procedure, the device was launched once; however, two bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Age: patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the papilla during a variceal hemostasis procedure performed on (B)(6) 2022. During the procedure, the device was launched once; however, two bands were deployed at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on february 21, 2022: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. The trip wire was secured and the slack was correctly taken up. The suture was intact and was attached on the distal trip wire loop. Microscopic examination was performed, and it was noted that the ligator head teeth was not damaged. It was also noted that there were five bands returned which were deployed in a bag and were in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was not confirmed. The reported event could have been generated due to different causes. It is possible that the rotation of the spool was made in conjunction with the technique used could have caused the device to deploy two bands instead of one. However, there is no evidence of damage or issue that could have caused the complaint and therefore the cause of the reported allegation cannot be established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.